Manufacturer narrative:
As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. Per the medical records, the indication was deep vein thrombosis with a large symptomatic retroperitoneal hematoma secondary to heparin therapy. A venogram revealed compression secondary to retroperitoneal hematoma. The filter was deployed at the l2-l3 level. There were no reported complications. The report states that the filter subsequently malfunctioned patient including, but not limited to ivc and organ perforation, embedment and open removal of filter. Per the patient profile form (ppf), the patient reports organ perforation, filter embedment and open removal of filter-abdomen. The patient also reports that during the open removal, the right ovary and a vein were removed resulting in a permanent scar and pain. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was reported that there was perforation of the ivc and organs; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Scaring and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Additional information received per the medical records state that the patient was admitted to the hospital ten days before the index procedure. The patient had a preoperative diagnosis of retroperitoneal hematoma secondary to heparin administration status post right femoral vein cardiac catheterization and deep venous thrombosis (right femoral vein). After being placed on a heparinized solution with pdt of 67, the patient developed a big retroperitoneal hematoma with hypotension. The patient was moved to the intensive care unit with levophed, fresh frozen plasma and two units of blood were given. Subsequently, the patient was found to be stabilized and because the patient had deep venous thrombosis heparin was discontinued. Next, an inferior vena caval venogram was performed through the right internal jugular. It revealed compression secondary to retroperitoneal hematoma. The filter was then inserted and deployed at the l2-l3 level. The patient tolerated the procedure well. There were no immediate postoperative complications.   Additional information received per the patient profile form (ppf) states that the patient experienced organ perforation, filter embedment in inferior vena cava (ivc) and open removal of filter-abdomen. The patient became aware of the reported events approximately seven years and one months after the index procedure when she had an open abdominal procedure to remove the device. The patient also reported that she had to have her right ovary and a vein removed, has a permanent scar and experienced pain related to the filter removal procedure.

Manufacturer narrative:
Occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date is the complaint awareness date. As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to organ perforation, inferior vena cava (ivc) perforation, filter embedment and open removal of filter. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was reported that there was perforation of the ivc and organs; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to organ perforation, inferior vena cava (ivc) perforation, filter embedment and open removal of filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.